Manufacturer narrative:
B5: new information updated. H3: customer's complaint has been partially confirmed. M5 doesn't run what makes impossible to verify overheating complaint. Locking actuator is stuck. The device fails hipot test. Ms has to be disassembled for further inspection. The collet nut is stuck and has to be cut open to disassemble. Motor is corroded and stuck inside the housing. The device is internally extremely calcified, contaminated and corroded. Due to corrosion all parts are stuck and worn. H6: codes updated. Previous applied fdm b17, fdr c20, fdc d16, img g04063 codes are not applicable. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received as during set up the device was ran at 30,000 rpm, overheating was identified more than a minute. Irrigation was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device had not working and overheating. There was no patient impact.